Event description:
Reporter noted starting power at 0.2 and titrating power up to 1.6 to obtain adequate photocoagulation. Suddenly received full power, causing hole in retina. Did an unplanned cryopexy to repair retinal detachment and hole.